Event description:
It was reported, before the catheter was placed, the nurse examined the catheter and found that there was a section of scale on the catheter, which was not printed clearly or even had no scale. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of poor printing of the depth markers of a catheter is confirmed and was determined to be related to manufacturing. One 4 fr s/l powerpicc with its stylet and t-lock extension set were returned for evaluation. An initial visual observation revealed no use residues throughout the returned catheter. The depth markings appeared difficult to read or missing from the 25 cm depth maker to the 40 cm depth marker. A microscopic observation revealed small marks were observable from what appeared to be the 25 cm depth marker to what appeared to be the 40 cm depth marker. Some depth markers appeared slightly more visible with most depth markers being small or missing. Because the depth markers appeared to be poorly printed along the catheter with no obvious use residues, the complaint was determined to be related to manufacturing. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, before the catheter was placed, the nurse examined the catheter and found that there was a section of scale on the catheter, which was not printed clearly or even had no scale. No other information was provided.